Manufacturer narrative:
Patient weight reported as (B)(6). Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation, as part will be discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a total hip revision surgery was performed on the patient on (B)(6)2016 for the degeneration of patient¿s left hip. Patient was initially implanted on (B)(6) 2016 with one (1) trochanteric fixation nail, one (1) helical blade and one (1) 5.0mm locking screw. On an unknown post-operative date it was discovered through x-rays that the 11.0mm titanium helical blade 85mm was cutting out because the old left hip bone was degenerating. The parts were removed easily with no fragments or broken pieces. The parts were sent out for cultures, with no report or suspicion of infection. Patient was revised with competitor's device. The procedure was completed successfully with no reports of delay or medical intervention. The patient¿s post-operative status was noted to be stable. Concomitant devices reported: 11mm/130 deg ti cann troch fixation nail 170mm-sterile (part # 456.318s, lot # unknown, quantity 1); 5.0mm locking screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).